Event description:
The customer reported that the device had its service indicator illuminated and logged multiple event codes. The device would also display a solid white screen and lock up prior to completing the boot-up cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further tested the removed user interface pcb assembly and determined that the cause of the reported failure was likely due to a failure of an integrated circuit chip, designator u8.